Manufacturer narrative:
The device has been received by depuy synthes power tools. The reported problem of "vibration" was confirmed. Vibration was found during pre-repair diagnostic assessment. If additional information becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from (B)(6) stating that the device had a vibration issue. Device was not used in surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.